Manufacturer narrative:
The reported event of stylet could not be inserted was confirmed. As received, a complete lead was returned in one piece with the stylet partially inserted and stuck inside the lead. Stylet inserted/removal test could not be performed due to the stylet stuck inside the lead. Visual inspection of the lead found stylet was bent consistent with procedural damage. X-ray examination found that the inner coil inside the connector region was bunched up consistent with procedural damage. The cause of the reported event was isolated to the bunching of the inner coil at the connector region which is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an initial implant procedure it was difficult to advance the stylet into the right ventricular (rv) lead. A new lead was used to resolve the event. The patient was stable and will continue to be monitored.